Manufacturer narrative:
The complaint investigation for false positive results for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with lot 15730ui03 related to the complaint. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Labeling review concludes that the issue is adequately addressed. Based on the investigation no systemic issue or product deficiency of the architect total b-hcg reagent, lot 15730ui03 was identified.

Manufacturer narrative:
Additional patient information provided on (B)(6) 2020 for section a. Patient information - sex = female, age at time of event = 26 years old.

Manufacturer narrative:
Patient information, patient identifier =(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect total b-hcg results on one patient. The results provided were: on (B)(6) 2020 sid (B)(6), initial = 2380.01miu/ml (>/=25.00miu/ml = positive) / retest = <1.20miu/ml (</=5.00miu/ml = negative). There was no reported impact to patient management.